Manufacturer narrative:
The device was returned to zoll medical (B)(4) service department and the reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The multi-function cable receptacle was replaced as a precaution. The multi-function cable was not returned for evaluation as part of this investigation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged that while attempting to treat a patient (age and gender unknown), the device displayed an "ECG disabled" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.